Event description:
A small piece of the ktp laser fiber was broken off in the patent's glottis after ktp laser was completed. Many attempts to remove were done but were unsuccessful. The fiber piece was ~ 3mm long and 0.4 mm diameter. The fiber piece was not able to found at the end of the procedure. The larynx and trachea was carefully inspected at the end of the case and no fiber was seen.